Event description:
Revision surgery - the pt needed more constraint, so a constrained liner was implanted.

Manufacturer narrative:
The reason for this revision surgery was reported as the patient was experiencing instability after 6.7 months of patient use. The outcomes attributed to this event are non-serious. There was no information in this complaint about any patient injuries, activities, accidents, or medical contraindications that may have contributed to the patient's instability. There was no delay in surgery and another suitable device was available for use. The revision surgery was completed as intended. The device was disposed of by the hospital and not returned to djo surgical for examination. A review of the device history records showed no non-conforming material reports associated with this product. A review of the product complaint report history shows this is the fourth complaint for this part number: one for stability/poor joint issues, two cracked/broken devices, and one due to pain. This is the first complaint for this lot number. The root cause for the instability was not determined with confidence. There is no information reported that showed a material, design, or manufacturing problem with the product. There are no indications of a product or process issue affecting implant safety or effectiveness.